Manufacturer narrative:
H6 health effect - clinical code 4451 was removed. In this case, there was no functional testing for the returned device as no device malfunction was reported. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation determined the reported tissue injury appears to be related to procedural conditions. Tissue injury is listed in the instructions for use as a known possible complication associated with the mitraclip procedures. The reported surgical intervention was a result of case specific circumstance as the patient was converted to surgery. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported a mitraclip procedure was performed to treat grade 4 degenerative mitral regurgitation (mr). During the procedure, the clip reportedly broke the posterior leaflet before it was able to be deployed. It was additionally noted that the steerable guide catheter (sgc)caused severe damage to the atrial septum. These events caused mr to increase to 4+. The procedure was abandoned, and the patient was converted to surgery.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.